Manufacturer narrative:
It has now been reported that there was an infection present that was treated with oral and IV antibiotics. This report is submitted on oct 18, 2021.

Event description:
It has now been reported that there was an infection present that was treated with oral and IV antibiotics.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to headaches. Additional information has been requested but has not been made available as of the date of this report.